Event description:
It was reported that an 8f angio-seal evolution was selected for use following a peripheral intervention in this outpatient lab. Following the peripheral intervention, a femoral angiogram was performed. When attempting to deploy the angio-seal, the physician experienced deployment difficulties and all of the device components came out of the body. The anchor was visible at the end of the sheath. Manual compression was used for twenty minutes to create hemostasis. The pt's pressures dropped following manual compression and she was admitted to a nearby hospital where a retroperitoneal bleed was diagnosed. According to the physician, the pt received a "couple" units of blood and was discharged in a "couple" of days. The pt is doing fine.

Manufacturer narrative:
One 8f angio-seal evolution hemostasis sheath and carrier tube assembly were visually inspected. The deployment sleeve was in the rear position, and the gearbox was in the "park" position, consistent with not having been previously locked in the hemostasis sheath. The anchor and collagen locations were consistent with non-deployment. The collagen was stained and swollen consistent with bls exposure. The bypass tube was located proximal to its manufactured position; the distal end of the bypass tube was 2.3" from the distal end of the carrier tube. The overall device condition suggest incomplete insertion of the carrier tube assembly into the sheath (and non-deployment of the anchor distal to the sheath), inconsistent with the complaint description. The angio-seal device instructions for use (IFU) recommends that a pre-replacement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The device history record was reviewed to ensure that each mfg and inspection operation was performed and indicated complete by an appropriate signature and date. The review determined the process was performed and completed in accordance with st. Jude medical specifications and procedures. The angio-seal instructions for use (IFU) states that if the device pulls out with sheath upon withdrawal, apply manual or mechanical pressure per standard procedure. Examine the device to ensure all absorbable components have been withdrawn. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.